Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. ((B)(6). Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective device was confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The following activities are performed to fix the device: functional test performed. Electrical safety test completed. Hipot test completed. Functional test completed. Resistance value out of specs: hand control set replaced. Contacts of the keypad corroded: hand control set replaced. Motor corroded - motor replaced. Insulation resistance out of tolerance: motor cable replaced. Motor cable corroded - motor cable replaced. "Micro": preventive replacement of o-rings performed according to service manual unit safety test performed. Per the input check report, the root cause for the defective device was corroded motor and insulation resistance out of tolerance. The device was fully repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that, shaver motor is not working. Fmsvue pump giving beep signal, when shaver attached, when changed to another shaver, everything is working and pump is not giving alert signals. No patient consequences were reported. Action taken to complete procedure was to change shaver to another device. Or time prolonged for 5 min- shaver change the information being submitted for this complaint all the details that are known/available regarding this event